Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a, lot# l17739, implanted: (B)(6) 1990, explanted: (B)(6) 2016, product type: lead. Product ID: 7496, serial# (B)(4), implanted: (B)(6) 1990, explanted: (B)(6) 2016, product type: extension .

Event description:
A patient reported that their pain stimulator was removed sometime in (B)(6) 2016. The patient stated that it was no longer working and was starting to hurt having it in her body. The indication for implant is multiple back operations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.